Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the epicardial right atrial (ra) lead and right ventricular (rv) lead, the leads exhibited a high pacing threshold, which continued to rise. The physician noted the high and rising threshold was attributed to the poor cardiac tissue due to an underlying cardiac disease and chose to cap and replace the leads approximately two weeks after implant. No patient complications have been reported as a result of this event.